Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Further information stated the patient does not pace in the ra channel, and further guidance was provided to follow up with the health care professional (hcp). In addition, this ra lead remains in service. No adverse patient effects were reported. Additional information was received stating that this ra lead was explanted due to an infection. Other than the intervention no additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Further information stated the patient does not pace in the ra channel, and further guidance was provided to follow up with the health care professional (hcp). This ra lead remains in service. No adverse patient effects were reported.